Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lucky not to choke on this and received a considerable scare; thought I was going to choke [choking sensation]. Brush head separated from its stem while in mouth; broken brush head [device breakage]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that "about an hour ago" an oral-b brushhead, version unknown separated from its stem while in her mouth. She stated she was extremely lucky not to have choked on it, and she received a considerable scare. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) -2016 follow-up e-mail from consumer: the consumer reported she thought she was going to choke, and she would return the broken brush head. The case outcome remained recovered. On (B)(6) 2016 follow-up e-mail from consumer: the consumer reported the logo on the brush head had oral-b written in white within a grey shaded area. The case outcome remained recovered.